Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. Additional reporter: (B)(6).

Event description:
The event involved a 5" (13 cm) bag spike adapter w/spiros® w/red cap, vented cap where it was reported the spiros was cracked and leakage occurred. The event occurred during infusion of vincristine sulfate. Device was not reprocessed/ resterilized. There was no unprotected chemotherapy exposure and the spill was cleaned up per facility protocol with use of a spill kit. There was patient involvement, but no adverse event/ patient harm and no delay in critical therapy.

Manufacturer narrative:
Received: one used. List #ch3034, 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap; lot #13595813. ---> one used. List #unknown, 150ml burette w/ cassette; lot #unknown. ---> one used. List #unknown, bag spike w/ clave; lot #unknown. ---> one used. List #unknown, 0.9% sodium chloride 100ml bag; lot #2g3058. The reported complaint of spiros cracked was confirmed on the returned set. During visual inspection of the sample, the male luer connected to the spiros was received broken. A part of the male luer is still inside the spiros female luer. Plastic deformation was observed at the broken region. The probable cause of the male luer being broke had occurred due to unintentional bending forces applied during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.